Event description:
The pump was received in the biomedical engineering department with a note which stated "funny noise and error 81-1". Upon inspection it was noted that there was "a type of glucose solution" on the pump. The pump was cleaned and then the biomedical engineer conducted testing. During the testing, the pump gave an error 81-1 alarm once accompanied by an audible tone. The pump was also found to overdeliver. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, there is no further information available.